Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-04011 / 04012 / 04013).

Event description:
It was reported that the patient underwent left total reverse shoulder arthroplasty on (B)(6), 2015. Subsequently, patient was revised on (B)(6), 2015 due to disassociation of the glenosphere from the baseplate. The reverse tray, bearing, glenosphere, and taper adapter were removed and replaced. Additionally, the patient was revised a second time on (B)(6), 2015 due to the disassociation of the glenosphere from the baseplate. The reverse tray, bearing, glenosphere, taper adapter, baseplate, and screws were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Dimensional evaluation of the returned components could not be performed. Evaluation of the components found the peripheral holes of the baseplate to be reamed out, which likely occurred during removal. The head of one screw was also taken off suggesting that this screw could not be removed with the 3.5mm hex driver so it was drilled out, resulting in significant damage to the baseplate and female taper. The glenosphere and versa-dial were intact, confirming disassociation occurred between the baseplate taper and versa-dial taper. Excessive bone has been implicated as a cause for taper connections to not engage which leads to disassociation.